Event description:
The extension set became disconnected from the inserter of the nexiva catheter.

Manufacturer narrative:
Conclusions - a root cause analysis could not be determined, as the sample was not returned for the investigation. The device history could not be reviewed as the lot number was unknown. CAPA was completed to improve the extension set bonding process and reduce the occurrence of leaks/tubing separation. Date submitted: 13 august 2008.